Event description:
A physician's office reported on (B)(6) 2012 that the patient was seen on (B)(6) 2012 in a follow up visit, and upon performing system diagnostics, high impedance with a dcdc=4 was observed. The patient was referred for surgery consult. The nurse was not aware of any trauma or manipulation that may have occurred to have contributed to the high impedance. The patient's previous visit was on (B)(6) 2012. No x-rays were taken of the patient's vns. No patient adverse events have been reported. The company representative followed up with the surgeon which revealed that he elected to not disable the patient's device as he felt that it was necessary to keep it programmed. Attempts for additional information have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
The generator reed switch was analyzed by the reed switch manufacturer to confirm the switch no passing vns manufacturer electrical test. However, it was previously confirmed through analysis that the device was functioning properly upon implant. No damage or anomalies were observed on the pcb, sensor, or switch.

Event description:
Analysis of the generator and lead was completed. The generator performed according to functional specifications. Evaluation of the explanted pulse generator's reed switch was performed on the test bench. The reed switch did not meet the one inch specification for activation. Analysis determined that the reed switch consistently activated at 0.850 inch distance. After the generator can was opened, the module performed according to functional specifications. Review of the magnet history database found normal magnet activations through (B)(6) 2012 (and the device was explanted three weeks later), which was an indication that the reed switch was functioning during implant. Analysis of the lead confirmed opening of outer and both inner tubing sections in adjacent areas, exposing conductive quadfilar coils. The positive quadfilar coil had broken strands. Also, a single broken strand was identified in the negative quadfilar coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the area where the discolored and the broken strands were identified created a higher-than-normal impedance condition; cause is unknown, may be wear related.. Also, scanning electron microscopy images show that a stress-induced fracture has occurred in at least one of the broken strands. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism of the other strands cannot be determined. Scanning electron microscopy image of the negative quadfilar coil shows that a single broken strand exists. However, due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Abraded inner tubing openings were observed near the broken strand areas for both coils. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
A representative at the explanting facility reported that the patient had generator and lead replacement surgery on (B)(6) 2012 due to "lead discontinuity." Although return of the explanted products is expected, they have not been received by the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The implant card was received by the manufacturer which confirmed the generator and lead explant on (B)(6) 2012. The reason for replacement was reported as "lead discontinuity." Lead impedance following surgery was okay.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator and lead were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form also reported the replacement surgery on (B)(6) 2012 was due to "lead discontinuity."